Event description:
The patient had an hai pump implanted at clinic on (B)(6) 2024. The patient stated to intera oncology that the medication kept "running over to the spleen". The medical oncologist "came down" and realized that they were "pushing the medication too fast into the vein". The intera 3000 hepatic artery infusion pump worked without issue after initial incident.

Manufacturer narrative:
The device history record, rtr-0883-20001 l/n 28931046, was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. During follow-up communication with patient's physician, the physician mentioned the patient had a pump study that looked like it was perfusing the spleen. She has a diminutive left hepatic artery and her replaced right hepatic artery was already ligated. The physician clarified that the technician was being injected at a normal rate but was travelling preferentially retrograde to the splenic artery. Upon repeating the pump study, the physician just injected much more slowly and the study was perfect. No adverse effect and no medication was going to the spleen. In addition, the physician indicated there was no issue with the pump. Intera oncology asked the physician for patient information and information was not provided.

Manufacturer narrative:
The initial MDR report alluded that the cause of the medication going in too fast to the artery was due to use error. However, after reviewing physician's information with intera oncology medical affairs team it was concluded that the cause of the medication going in too fast to the artery was due to the patient's anatomy and not use error. The physician was able to resolve the issue by injecting much more slowly. To reiterate: the device history record, (B)(4) l/n 28931046, was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology asked the physician for patient information and information was not provided.

Event description:
The patient had an hai pump implanted at clinic on (B)(6) 2024. The patient stated to intera oncology that the medication kept "running over to the spleen". The medical oncologist "came down" and realized that they were "pushing the medication too fast into the vein". The intera 3000 hepatic artery infusion pump worked without issue after initial incident.